Event description:
It was reported to boston scientific corporation that the packaging of the advantage fit transvaginal mid-urethral sling was discovered to be slightly opened. All other information is unknown and reportedly unavailable.